Manufacturer narrative:
Legal documentation has been filed on behalf of the patient and argon is attempting to gather additional information. No other details on patient, hospital, treatments or product availability is known at this time. Concomitant medical products - if a retrieval attempt was made, the physician would have used a snare. No information available on brand or type used during the retrieval process..

Event description:
Patient received an option retrievable ivc filter on or about (B)(6) 2013. Subsequently, doctors attempted to remove the device on or about (B)(6) 2014, but were unsuccessful. No additional details are available at this time.